Event description:
After the speculum was inserted into the vagina, small piece of plastic broke off of the speculum as the nurse was beginning to open the speculum in the vagina. This occurred on (B)(6) 2012. She was hit on the chin during one occurrence and on the cheek during the other occurrence. Her skin was not broken, she was wearing glasses and ppe. The client was not injured.